Event description:
Vascular trauma ltx safe packs had contaminants in the lap sponges. Phs pack catalog#: 622120; lot 117830; rev: 010. The lap sponges found in the phs packs are made by medical action. Vendor item #:(B)(4). Description: sponge, lap 18x18 pre-washed. Warehousing: (B)(4). Phs (now medline- phs) = vascular trauma pack. Focusing on medical action for the lap sponges in packs. Same reporter in mw5043161- mw5043178.